Manufacturer narrative:
The insulin pump was received with intermittent escape, act, and down arrow button response due to flattened button dome switches. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported the act button was not working on the insulin pump and it alarmed button error in the middle of the night. Customer's blood glucose was 170 mg/dl. Customer stated the button does not click when it was pressed. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.